Manufacturer narrative:
Analysis of the handle 9734410 ratcheting egg (lot #: 80018) found that the end cap has been broken off. Otherwise, the tool retention mechanism and the ratchet mechanism both function normally. Product event summary #broken blue egg ratcheting handle product analysis #(B)(4): mnav findings and conclusions: as reported, the end cap has been broken off. Otherwise, the tool retention mechanism and the ratchet mechanism both function normally. Mnav methodology: functional testing;visual/physical examination. Mnav detail: awaiting field response/info mnav usability: false. Mnav able to duplicate the issue?: yes. Mnav bai/oobf?: false. Mnav failure mode: physical damage. Mnav failure mechanism: pieces broken. Other relevant device(s) are: product ID: 9733858, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the hammerable part on the back of the handle was broken. This issue could not be linked to a specific surgery or sterilization process. There was no patient present at the time of the event.